Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reau0943 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported the repair on the catheter disconnected and migrated. It required hemodynamic service for removal of the device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and the cause was determined to be use related. The product returned for evaluation was a 3fr groshong PICC catheter which was separated from a connector assembly. Blood-like usage residue was seen throughout the sample and the proximal end of the catheter contained the jagged features consistent with a break. Microscopic examination of the fracture region revealed an overall concave shape to the catheter end with a granular surface. Mechanical damage was seen on the exterior surface of the catheter near the proximal end, which may have been related to removal of the embolized catheter. Tactile evaluation of the catheter revealed extreme tensile strength loss of the catheter shaft leading into the break site. From the observed damage, it was determined that the catheter had failed by a tensile (pulling) event. No potential manufacture contribution to the event was observed. A lot history review (lhr) of reau0943 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the repair on the catheter disconnected and migrated. It required hemodynamic service for removal of the device.